Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2021. Customer was treated with intravenous insulin infusion drip. Customer blood glucose level at the time of incident was 800 mg/dl and his current blood glucose level was 250 mg/dl. Auto mode feature was active at the time of event. The insulin pump will not be returned for analysis.